Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol1. A number of 26 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected and an inconsistent battery voltage was observed, indicating an increased current consumption. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be within specification with an external power supply attached. The battery was sent to the manufacturer for further analysis. Analysis of the battery: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the clinical observation resulted from an internal self-depletion within the battery. All therapy functions of the ICD were available, while the device was implanted and in service.

Event description:
Ous MDR - a high energy consumption was observed after an implantation duration of 62 months. The device was explanted and returned for analysis. No adverse patient side effects were reported.